Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the power cord had a damaged sheath. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. An authorized service provider (asp) evaluated the device on (B)(6) 2024 and confirmed that the power cord insulation was damaged. The asp did not find any exposed conducting wires resulting from the damage. The asp replaced the power cord to resolve the device issue, and no further abnormalities were found. Following the resolution of the device issue, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.